Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 382 mg/dl. A bolus was delivered to address the bg level. The customer did not know what caused the high bg level. Tandem technical support advised the customer to speak to a healthcare provider to discuss the bg level. The customer acknowledged the information.